Event description:
It was reported to philips that the tube cooling unit and hivo transformer failed on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the hivo high voltage transformer and cu 3101 for certeray cooling unit. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).